Manufacturer narrative:
Device evaluation summary: upon receipt by mentor, the device returned without fluid. Brown material was observed within the device. No foreign material was observed on the shell surface. Mentor product analysis lab discovered a rent measuring approximately 0.3 cm within a crease on the posterior aspect and extended to the anterior aspect. No other anomalies were discovered. The complaint was confirmed since a rupture was found on the device. However, at this point it is not possible to determine the root cause of such damage or the etiology of the brown material found on the device. All the implants are 100% inspected before leaving the facility. There is no evidence that the issue is related with manufacturing. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. Reason for device explant and/or reoperation: rupture. Concomitant medical products: saline mentor smooth round spectrum 325cc, catalog number 3501450, serial number (B)(4), lot number 6418890. Manufacturer¿s reference number: (B)(4). This report contains supplemental information for mentor asr reference number 1-12hlinp. This device report is being submitted late as a result of the exemption transition period following the revocation of mentor¿s asr exemption #e1999017.

Event description:
It was reported that a (B)(6) female patient underwent a breast augmentation revision with a saline mentor smooth round spectrum 325cc breast implant and experienced rupture on the right side. As a result, the patient underwent removal and replacement with mentor memorygel breast implants 375cc, catalog number 3503751bc, serial number (B)(4), lot number 7466986 (l) and serial number (B)(4), lot number 6950063 (r) on (B)(6) 2017. This report contains supplemental information for mentor asr reference number 1-12hlinp.